Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Journal article: shang, eric, md 1, et.al: (2011) delayed complications of inferior vena cava filters: case report and literature review vascular and endovascular surgery 000(00) 1-5. A journal article, case report #2, alleged that a (B)(6) woman presented to the clinic with right-sided blue toe syndrome, also described in the article as "lower extremity emboli". Five years prior to this event the patient was implanted with a gunther tulip ivc filter as a preoperative pulmonary embolus prophylaxis prior to gastric bypass surgery. Computed tomography angiography (cta) revealed the right leg of the filter had penetrated the wall of the inferior vena cava (ivc) and into the posterolateral wall of the right common iliac artery. Subsequently a zenith iliac stent graft was deployed during surgery within the right common iliac artery, excluding the leg of the filter. The inferior vena cava filter was not removed during the surgery. Reportedly the patient did well postoperatively and was discharged on the third postoperative day. At 6 months follow-up, she remained asymptomatic, with no further embolic events off the oral anticoagulants.

Manufacturer narrative:
(B)(4). As of the date of this report, the product has not been returned and no additional information has been supplied to the manufacturer. The investigation is in process, a follow-up report will be submitted with the investigation results when completed.

Event description:
Journal article: shang, eric, md 1, et.al: (2011) delayed complications of inferior vena cava filters: case report and literature review vascular and endovascular surgery 000(00) 1-5 a journal article, case report #2, alleged that a (B)(6) year old woman presented to the clinic with right-sided blue toe syndrome, also described in the article as "lower extremity emboli". Five years prior to this event the patient was implanted with a gunther tulip ivc filter as a preoperative pulmonary embolus prophylaxis prior to gastric bypass surgery. Computed tomography angiography (cta) revealed the right leg of the filter had penetrated the wall of the inferior vena cava (ivc) and into the posterolateral wall of the right common iliac artery. Subsequently a zenith iliac stent graft was deployed during surgery within the right common iliac artery, excluding the leg of the filter. The inferior vena cava filter was not removed during the surgery. Reportedly the patient did well postoperatively and was discharged on the third postoperative day. At 6 months follow-up, she remained asymptomatic, with no further embolic events off the oral anticoagulants.

Manufacturer narrative:
A review of the complaint history, drawings, specifications, and imaging from the journal article was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Imaging review confirms perforation and extension into the lumen of the right common iliac artery by a primary filter leg. Imaging showed "a minimal defect associated with the tip of this filter, suggesting adherent thrombus, platelet aggregates or intimal thickening due to the irritation from the penetration." The filter was not retrieved due to risk factors for venous thromboembolic and inability to anticoagulate. Instead of removing the filter, the perforating leg was covered with a stent placed in the right common iliac artery. According to the imaging review, "following the procedure, the patient had no more evidence of embolic events off of anticoagulation and remained asymptomatic at 6 months of follow-up suggesting that the filter penetration was indeed the source of the thromboembolic phenomenon causing the blue toe syndrome." Furthermore, the filter appears somewhat low in the inferior vena cava (ivc). Normally, the ivc filter is deployed in a more cranial location so that the filter feet do not terminate where the right common iliac artery crosses over the distal ivc/junction of the left common iliac vein. If the filter had been placed more cranial, the filter legs would have been further away from the crossing iliac artery and the complication could have been prevented. According to the imaging review, "the compressive effect of the crossing iliac artery at the point of the primary filter leg expansion contributed to the development of the penetration." There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, (for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava). It is possible that the placement of the device, which was noted as "somewhat low in the ivc" on imaging review could have contributed to this event. However, because the imaging review also states that no ivc imaging is available, the placement orientation cannot be confirmed as correct or not, so while placement is a possible contributor to this event, root cause cannot be positively determined. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.